Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm without low battery alarm. The insulin pump had not been giving the error every 3 hours since last night the customer stated. They mentioned that the battery was previously used. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.